Event description:
On 03/02/2026, fujifilm healthcare americas corportation became aware of an event involving eb-580s. The customer reported a patient infection event. The patient infection organism was not identified. The customer is unable to confirm if the patient required additional medical treatment to treat the infection. Due to the patient infection, fujifilm healthcare americas corportation is reporting this event in an abdunance of caution. Ref: fujifilm healthcare americas corportation complaint #(B)(4).

Event description:
The customer confirmed positive candida results from patient specimen for this patient. There was no additional treatment was required. Ref: fujifilm healthcare americas corporation. Complaint #: (B)(4).